Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1720 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redr1720) have been reported from the same facility.

Event description:
It was reported the PICC was placed on (B)(6) 2020 and patient developed a dvt. No other information was provided.